Event description:
The customer reported that they were getting a 'speaker malfunction" inop message, indicating that the audio was not working in the telemetry device. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon the completion of the investigation.

Event description:
The customer reported that they were getting a 'speaker malfunction" inop message, indicating that the audio was not working in the telemetry device. No adverse patient impact reported.

Manufacturer narrative:
.